Event description:
It is reported that while the surgeon was broaching, the lever of the impactor came off and had to be removed from the surgical site.

Manufacturer narrative:
Eval summary: thumb pins loosen as a result of the deterioration of the epoxy bond between the thumb pin and the inner shaft. This device had a potential field age of approx 6 years at the time of failure. Eval: device history records indicate all components were mfg and inspected to spec. As returned, the thumb pin on the device is missing.